Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes in 2005. Due to difficulty with flushing, it was found there was a pin hole in the external part of the catheter distal to the suture wing. The PICC line was removed in about a month later. The line was no longer needed (it was being maintained) and was not replaced.